Event description:
It was reported that the patient fell on the floor at the beginning of 2007 and hit his head directly on the implant site. From then on the patient was no longer able to hear with his device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.